Event description:
The recipient reportedly experienced a fold over of the electrode. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.

Event description:
The recipient reportedly elected revision surgery for a technology upgrade.

Manufacturer narrative:
The external visual inspection revealed that the electrode was severed prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could not be obtained at any spacing. The no lock condition prevented some of the electrical tests from being performed. The device passed some of the electrical tests performed. The internal visual inspection revealed that a resistor had a corroded trace. The device failed the residual gas analysis test. This device had moisture content that exceeded the residual gas analysis test limit. Moisture admitted into this device through this leak resulted in the corrosion of the resistive film material and the shift in resistance value of a resistor. Based on an assessment of the residual gas analysis data, it is believed that this device was not hermetic. This older device configuration is no longer manufactured. This is the final report.